Event description:
Customer reported false positive results on behalf of employees. See related cases for additional reported false positive results by the customer. Individual 11 received a false positive result using the cue covid-19 test use followed by a negative covid-19 test. The customer did not provide additional information including test date, cartridge lot, cartridge serial number, reader serial number, patient specific information or negative covid-19 test type or manufacturer information. The individual may have traveled between the (B)(6) and (B)(6); therefore, it is unknown where the cue covid-19 test was taken.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.